Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient experienced abdominal cramping and sharp pains post-operatively. An MRI revealed a stenosis at t8-t9. Follow up information revealed the patient's symptoms were still present; however, they have decreased in intensity. As a result, the physician believes the symptoms are temporary. The patient was prescribed lyrica and additional pain medications for pain management. The patient continues to work closely with his physician regarding this event.